Manufacturer narrative:
A1 and h6: additional information was provided that there was no patient present at the time of the event.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition with scratched screen. Investigation unable to download event history log. However, the customer's reported problem was confirmed. During investigation the device was powered up and alarmed ec1261 which according to the investigation is an issue with the circuit board. Service replace circuit board to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd legacy pump exhibited "error 1261". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.